Event description:
The customer reported to a baxter representative a condition of a vented spike adapter that was alleged to have disconnected from an unknown solution bottle. The spike adapter was being utilized on an administration set (product code 2h8537) to allow the set to vent. This condition was reported to have occurred during set-up. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) - the sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted. This device is 510(k) exempt - class ii (special controls). Therefore, a 510k number will not be provided.

Manufacturer narrative:
(B)(4). Additional information: the reported condition was not confirmed and the cause could not be determined, as a sample was not returned for further evaluation and the lot number was unknown.